Event description:
The customer reported that the insulin pump had multiple no delivery alarms during basal and priming. Blood glucose level at the time of the incident was 569 mg/dl, which was treated with a manual injection. During troubleshooting, the customer was able to get insulin to exit the tubing. The customer will return the reservoir and set for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.